Event description:
She was informed by her customer that both the green and blue cables are frayed where they connect to the gray sleeves. During a case they received green cable error codes (no code noted). They changed probes and continued to receive the error code. There was no patient consequence reported. The case was completed using the holster. Holster and probe being sent back for repair and anaylsis.